Event description:
It was reported that this right ventricular (rv) lead was explanted the day after initial implantation. This lead presented high pacing thresholds and x-ray imaging confirmed a dislodgment. It was successfully replaced with a new lead. No additional adverse patient effects were reported.